Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the set and the actual gas flow values. The issue was identified during priming and there was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in wien, austria. The affected device was returned back to the manufacturer site for repair. The device was opened, checked and cleaned. The reported issue could not be reproduced and device was found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: based on the investigation performed for similar cases, this kind of malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and relative flow sensor) which could be excluded during checks performed at the manufacturer site as per what was reported in the initial report. Taking into account all the above information, hardware deviations with the device can be ruled out as cause of the reported event. It cannot be ruled out that the reported error code was caused by an improper hospital gas supply or to a missed gas blender warm-up phase.